Event description:
The customer reported via the sales rep that with the x7000 lightsource on standby only and before it had been used, the end of the light cable got sufficiently hot to burn through the drapes and the patient's gown. The customer further reported that on testing the light cable again, the end of the cable began to smoke even though the customer had checked that there was no residue on it that may have caused it to smoke. The customer further reported that there was no adverse consequence to the patient.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.